Event description:
The customer reported a crack at the top of the screen of the insulin pump, and that after the crack occurred, the insulin pump made noises during rewind. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 400+ mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window. An unexpected motor noise was noted during the rewind. The problem was isolated to the motor.